Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 6 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2018, the patient presented to the emergency department with complaints of dark or bloody stool accompanied by shortness of breath, dizziness, abdominal pain and nausea. Labs indicated hemoglobin was 6.8 g/dl and international normalized ratio was 3.2. The patient was transfused with 1 unit of packed red blood cells and admitted into the hospital. An upper endoscopy showed no evidence of arteriovenous malformation. An esophageal ulcer was found and clipped. The patient was transfused with a total of 3 units of packed red blood cells.

Manufacturer narrative:
A direct correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.